Event description:
It was reported that there was mixed product found in 2 of the bd precisionglide¿ needle pack. The following was translated from spanish to english: customer has found two more foreign units in another needles carton.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: photo received by our quality team for investigation. Through visual evaluation, needle is observed with different hub color, mixed product is confirmed. A device history review was performed for reported lot 1364461 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Based on the teams previous investigation, possible root cause is with mixture is related to the cleaning of the batch change. Actions will be implemented including, elimination of snagging points and development of tools for hard-to-reach places. Analyze investment feasibility for new auto bagger structure. Restructure the cleaning procedure by machine, with greater detail, and carry out training. Restructure cleaning procedure, place visual aid of the procedure at the post, install auxiliary support for box cleaning next to each hopper and implement flow/layout for empty boxes. Analyze frequency/necessity of use of plastic bags. Also, evaluate quantity of demand vs. Available boxes (maximum and minimum stock). Installations of material fall protection and barriers.

Event description:
Additional information received. Customer has found two more foreign units in another needles carton. Same batch from pr# (B)(4). Customer provided to us the additional information below. Is the batch printed in primary packaging the same of 1364461? If it's the same batch, it's like they coded them all online. What is the color of the hub of the 2 mixed needles? Light brown. Are there pictures available? I have a single photo sent from production, I attached it. Please provide carton ID#. I do not have this information, they did not send me the photo from production.